Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the emergency room because they experienced cardiac arrest. It was noted that the right atrial (ra) lead exhibited the loss of capture. The lead remains in use. No further patient complications have been reported as a result of this event.